Event description:
It was reported that the pulse generator exhibited inappropriate mode switch episodes due to far field r-waves. The device was reprogrammed to fix the issue. Patient was doing fine after the changes.